Event description:
It was reported that this right ventricular (rv) lead exhibited noise signals, which led to pacing inhibition, and the patient experienced dizziness. It was believed to be caused by a lead fracture. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field: h6: device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise signals, which led to pacing inhibition, and the patient experienced dizziness. It was believed to be caused by a lead fracture. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.